Manufacturer narrative:
H4: the lot was manufactured between december 5, 2023 ¿ december 6, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The infusion was not completed after 24 hours. There was still approximately 50% of the solution remaining in the device that had not been delivered to the patient during therapy. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.